Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye.the surgeon observed the patients vault was higher than he would like and will continue to monitor the patient. If additional information is received a supplemental medwatch report will be submitted.